Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional confirmed baker grade iii/IV.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side "capsular contraction" baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease observed on the device. ¿ wear abrasion observed on the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "capsular contraction" baker grade unknown. Device remains implanted.